Manufacturer narrative:
Section h10: (h3) based on historical complaint investigations and the reported event, the broken impactor handle reported was likely the result of not fully securing the impactor handle to the humeral head impactor tip and applying force to the impactor at an angle, eventually causing crack initiation, propagation, and ultimate shear fracture at the threads. Section h11: the following sections have corrected information: (section f) please disregard f10. These were entered in error.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during the procedure, the impactor tip broke off the handle while impacting humeral head. Nothing fell in the surgical site, no delay to surgery, no adverse effects to patient. Patient was last known to be in stable condition following the event. Device will return.